Event description:
The customer reported that the cannula of the sensor was bent and that a piece of the needle from the insertion process remained in the insertion site. The customer also confirmed that she experienced a high blood glucose of over 400 mg/dl due to the insertion of an infusion set that needed to be changed out immediately. The customer declined to receive assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.